Manufacturer narrative:
Correction: d.10.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered an air detected in cassette message during fill 1 of 4. Patient also encountered a volume error warning in fill 1 of 4. When patient went to pull the cassette out of the machine, fluid was found inside the cycler in the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler & cycler set used by the patient are available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered an air detected in cassette message during fill 1 of 4. Patient also encountered a volume error warning in fill 1 of 4. When patient went to pull the cassette out of the machine, fluid was found inside the cycler in the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3   plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered an air detected in cassette message during fill 1 of 4. Patient also encountered a volume error warning in fill 1 of 4. When patient went to pull the cassette out of the machine, fluid was found inside the cycler in the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.